Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, the pump power up properly. The operating currents were within specification. The problem was isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly. No beeping anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device had a blank display during bolus. Customer's blood glucose was 140 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.